Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. Add'l info was requested on 6/24/2011, 6/27/2011, 7/11/2011 and 7/14/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that two years following intraocular lens (iol) implant surgery, she has dysphotopsia that interferes with night driving. A yag laser procedure has been performed and symptoms did not improve. Add'l info has been requested.